Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted omental adhesions in the area of the previously placed mesh. Lysis of adhesions were undertaken and a balled up piece of mesh was dissected and extracted from the abdominal cavity. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, revision surgery, mesh migration, stress and anxiety. No additional information is provided.